Manufacturer narrative:
The customer¿s report of a leak was not confirmed. Visual inspection of the set noted no damage or any anomalies. Functional and pressure testing resulted in no leaking. No other mating components used during the reported event were received for investigation the root cause was not identified.

Event description:
The customer reported that during a lipid infusion in the nicu, the pump alarmed for an occlusion. The user checked the lines and noticed leaking at the bifuse connection and at the 1.2 micron filter site. The filter was replaced. The set was in use for approximately 9 hrs. There was no report of patient harm.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that during a lipid infusion, the device alarmed for occlusion alarms. The user checked the lines and noticed leaking at the bifuse connection and at the 1.2 micron filter site, a new filter was replaced. The set was in use for approximately 9 hours. There was no report of patient harm. The event occurred in the (B)(6).